Event description:
Info received indicates head of the bed will not go up or down. When using the siderail controls to raise the head section, the foot section goes up.

Manufacturer narrative:
The technician isolated the issue to a fuse on the diffuser circuit board. He replaced the fuse to repair the bed.